Event description:
The facility reported an infusion pump with overinfusion. The event was reported to have occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 07 2007. Evaluation summary:evaluation was performed and the reported condition of over infusion was not confirmed and could not be duplicated. However inspection of the pump revealed device underinfused on channel a. Replaced the channel a pump head module (phm). The pump was tested for proper operation and pump found to function properly.